Manufacturer narrative:
(B)(4)

Event description:
Information was received from a consumer regarding a patient who received unknown morphine (unknown concentration and dose) in an im plantable pump for malignant pain and cancer pain. The patient was "shocked" severely from the pump when he touched certain things. It was also stated the some of the patient's teeth broke off while eating in 2011. The teeth had continued to break and his gums rotted. The pump was explanted in 2011 due to these issues. The patient was currently not happy with fake teeth and was working with his doctor on the rotting gums and teeth. Additional information was requested from the healthcare provider (hcp) regarding event details, if the cause of the issue was determined, and if the issue resolved with system removal. If additional information is received, a follow-up report will be submitted.